Event description:
It was reported that bard silicone foley catheter tray was placed in an obgyn patient, which was inserted by the obgyn. The foley was placed without any issues. When the rn went to inflate the balloon, the foley slipped out. Upon inspection, the tip of the foley was broken off. Below you would find a picture. A medsun has been completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bard silicone foley catheter tray was placed in an obgyn patient, which was inserted by the obgyn. The foley was placed without any issues. When the rn went to inflate the balloon, the foley slipped out. Upon inspection, the tip of the foley was broken off. Below you would find a picture. A medsun has been completed.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received one (1) photo sample. Photo sample showcases a catheter broken into two (2) pieces. The product catalog number is unknown; therefore a labeling review cannot be performed. The device history record review could not be performed without a lot number. Corrections made to tab f. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bard silicone foley catheter tray was placed in an obgyn patient, which was inserted by the obgyn. The foley was placed without any issues. When the rn went to inflate the balloon, the foley slipped out. Upon inspection, the tip of the foley was broken off. Below you would find a picture. A medsun has been completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.